Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt mentioned their doctor was trying to get their ins replaced with a non-rechargeable device because the ins was not holding a charge. Pt clarified they were having to charge every 2-3 days and they had been finagling with settings and things like that. Pt said the doctor had been in contact with the representative since they tried to get the replacement authorized and then pt had been meeting and speaking with representative 2-3 times a week within the last month to adjust the settings. Pt then said they met with another representative who did something with the settings as well and it got to the point where sometimes the stimulation would make their leg feel like they were paralyzed. Pt said at certain points the stimulation intensifies and they had to lift their pants legs to move their legs out of the car. When asked event date for having to charge frequently, pt said at first it was pretty ok for a month or two and then they started noticing when they get up they are in pain and doing down their legs and they can't move. Pt then said the representative had mentioned that the ins battery would deplete depending on how much they used it. Pt said they didn't know what that meant and the doctor didn't know either. Pt said at some point in time, they felt the stimulation working, but then at certain points, the stimulation intensified and they wondered if it was doing this because they were in pain. Agent reviewed different programming types and that battery depletion depended on settings/usage. The pt was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer's representative (rep). They stated that the patients charging interval is every 8-10 days and they are getting at least 50 percent relief the last few times they met with them. At one point on dtm, they were charging every 3 days and they spanned it out to meet the patients schedule. The doctor mentioned changed to a non-rechargeable implant, which is what the patient would like as it fits into their schedule better per doctor and patient. The office requested something stating that the battery needs to be replaced. The rep let them know that the battery is fine. All impedances were within normal limits and the charging interval is 8-10 days the last few months. This was the first that the rep was hearing of not being able to move leg. They were not a part of that conversation. The patient is working and active within their normal abilities and if the ins is off, the pain is much worse than the last they spoke. They will reach out today to see if there is a new issue.